Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. The sheath was inserted from the right femoral vein as specified, the air was removed, and when a 20cc lock syringe was used for confirmation, air was drawn many times, and sheath failure was suspected, so the device was replaced. The procedure was completed without patient complications. The device will not be returned.